Manufacturer narrative:
Device product code is hxp (not available on drop down list). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a loose bender. When it was time to place rods, the surgeon called for a rod and the french benders. When he went to utilize the benders, they were extremely loose and made bending the rod extremely difficult. It was loose at the joint, so that if you were holding the bender arms in your right and left hand, you were able to move them in a cephalad/caudal plane, which normally you should be unable to do so. Surgery was completed.

Manufacturer narrative:
Corrections to all fields. Further review of this event found that this event did not cause or contribute to a death or serious injury. This event would not likely lead to a death or serious injury if it were to recur.

Manufacturer narrative:
The returned device was evaluated. The bending mechanism is loose which makes rod bending difficult. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the issue is attributed to wear from intensive use over time.